Event description:
On friday in 2002 allied's rep received a phone call from chief of fire department. His report was as follows: they responded to an ems call and found the patient in full cardiac arrest. They used a l570-040 bag mask resuscitator and tried unsuccessfully to resuscitate the patient. During this procedure the oxygen tubing was connected to the manometer port fitting instead of the oxygen inlet fitting on the rear of the bag mask resuscitator. This caused the patient's lungs to be exposed to excess oxygen pressure during the procedure. There was no warning label on the manometer fitting.